Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep did note that they had spoken with the patient in november to disable the patient¿s pump alarms. The rep reported that the pump was alarming because it probably needed to be refilled. The patient also reportedly was looking for someone to explant their pump. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient and a manufacturer's representative (rep). It was reported that the patient called back and stated they were given a code from the healthcare professional (hcp) to have the pump turned off. The patient reported they were at the hospital with the manufacturer's representative and the hcp to have the pump turned off. The patient reported the rep tried to turn the pump off, but was unsure if it worked or not. The patient reported the hcp would be back to check on them. The patient wondered if the pump off code had an expiration date. No further complications were anticipated/reported.

Manufacturer narrative:
Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider and a consumer on 2017-nov-21. It was reported that the patient was scheduled to have the pump removed, but the pump could not be removed due to how it was positioned and a risk of being paralyzed. The patient was reportedly reduced 0.5mg/day so she could get weaned off the pump. The hcp the patient currently had did not have a programmer, and the hcp reportedly advised the patient to contact a manufacturer representative to turn the pump off. It was noted that the patient was given the pump off code by the hcp, and it was confirmed that the hcp had requested the pump off code. It was further noted that the pump was infusing morphine (concentration unknown at 0.5mg/day). **omitted information pertains to (B)(6) - withdrawal, past motor stall**

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug via an implantable infusion pump for spinal pain. It was reported that the patient wanted to discontinue utilizing their pump and the patient thought it was empty. The patient reported that they were also hearing the audible pump alarm, but the hcp didn¿t know what alarm it was. The patient called the clinic from home and stated they want the pump/alarm shut off. The hcp reported they would try and program the pump to off state on (B)(6) 2017. No symptoms were reported. No further complications were anticipated/reported.